Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis of the left eye one day following lasik treatment. The topical steroids were increased. Additional information received; the symptoms resolved four days following onset.